Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr replaced the oxygen sensor, tested the unit to manufacturer's specifications, and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that after performing preventative maintenance (pm) of the device, the electronic patient gas system's (epgs) oxygen sensor that he had just installed would not calibrate. Since the event occurred during preventative maintenance, there was no patient involvement.